Event description:
The flight nurse reported that when the ventilator was connected to the patient and peep was applied, the ventilator started stacking breaths with audible alarms. The patient was removed from the ventilator and was manually ventilated for transport. No patient harm reported.